Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for filter tilt, filter migration, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model dl900f filter experienced malposition of device (tilt), migration of device, and difficulty to remove. This event was reported from a single source. This event involved a patient with no reported patient injury. The age, weight, and sex of the patient was not provided.